Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer via a call center to our local affiliate (B)(4). Initial and follow-up information received (B)(6) 2008 respectively have been processed together. This case involves a (B)(6) female patient who received two applications of poly-l-lactic acid (sculptra) for the reduction of deep folds around the labial area, mentioning a chinese moustache (informal term). The first application took place sometime in (B)(6) 2008, and she received her second application on (B)(6) 2008. Relevant medical history included allergic rhinitis and she denied a history of acne. Concomitant medications included a vitamin + mineral preparation (dermavite) and linum usitatissimum. The patient was also on unreported facial creams which were co-suspected in this event. Some days after the first application, approximately 3-4 days after application, the patient experienced an allergic reaction which was described as painful blisters on her face, like acne, mentioning hard areas on an inflammatory base. In response to this event, the patient took an unspecified anti-inflammatory named misolina (unknown active ingredient) and the patient's dermatologist ordered that the use of facial cream (B)(4) be interrupted. Massage of the face was also performed. The patient reported that the physician related the event to the facial cream and not to poly-l-lactic acid therapy. The physician also requested that (neomycin sulfate + bacitracin) nebacetin also be used. The event resolved on an unreported date. Three to four days after the second application, the event recurred. Again, the reporter stated the dermatologist did not relate the event to poly-l-lactic acid, mentioning a possible inflammatory reaction developed after administration of poly-l-lactic acid. In response to the event, the patient used a dry fast solution (nos) and all facial creams were discontinued again. The adverse event resolved the next day. On (B)(6) 2008, the event recurred and she has been using a saline solution since (B)(6) 2008 and a dry fast solution again since (B)(6) 2008. At the time of this report, the event has been improving. The patient also complained that she has not been satisfied with her therapeutic response to poly-l-lactic acid since the first application. (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable. Per our affiliate no further information is expected for this case as the reporter did not provide demographic information for the dermatologist in order to collect medical confirmation. Reporter's causality assessment: not provided.